Event description:
The account alleged that the head section will not raise and the hilow will not raise. No report of injury.

Manufacturer narrative:
The account found that the head up, hilow head and foot up valves were stuck closed. The account replaced the head up valve, the head hilow up valve and foot hilow up valve to resolve this issue.